Manufacturer narrative:
Summary of the event from the manufacturer's perspective and the investigations and interviews conducted: manufacturing documents of the corresponding sn (B)(6) were checked and found to be correct. The drift measurement over 60 hours during manufacturing process confirms that the catheter left the plant according to specifications. An initial checkup in air at room temperature was performed. The catheter has shown an icp value of -17.5 mmhg in air and a value of -17.7 mmhg in 37 °c water bath which is out of specification. In further investigations the described behaviour of implausible icp value could be reconstructed under laboratory conditions. An icp-offset could be detected during this investigation. The moisture and pollution on the pcb and the connector of the catheter caused the short circuit of the resistor r5. This caused the identified icp-offset of the pressure chip and therefore the implausible icp display of the catheter. Due to the fact that the pressure chip works within the specification, it continues to react properly to changes in pressure. The signs of moisture and pollution found can only have been occurred while handling the catheter. Therefore, this complaint is handled as user error. The instruction for use zwo-013 according to section 16 - safety information was not sufficiently observed.

Event description:
From our italien distributor we received on 12/12/2023 the following decription of an event to one of our catheter neurovent-p ((B)(6)) sent of (B)(6): description of complaint: -negative values read on monitor (-18) icp, waveform not properly represented -the catheter was tunneled. -the patient had a craniotomy. -the catheter was replaced with a new catheter. This time the catheter was placed in the bolt. -the patient has a tbi with subdural hematoma and subarachnoid hemorrhage, intercerebral hematoma. -no additional medication -additional surgery was required.